Manufacturer narrative:
One pneupac parapac ventilator was received for investigation in good condition. Functional testing performed by connecting air to the device and running it for 24 hours; periodically changing settings. Device was found to function without issue. Based on the evidence, the root cause was not found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical pneupac parapac ventilator quit functioning intermittently while in use with a patient. It was also noted the device gave no alarms. No adverse patient effects were reported.